Event description:
The customer reported a motor error alarm during the basal rates. The insulin pump was not dropped, bumped or exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during the rewind due to an out of phase motor encoder signal.